Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparin blood collection tubes there was oil gel globules seen in 10 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 8 photos were provided for investigation. The photos were reviewed and the indicated failure mode for oil gel globules was observed. Additionally, 90 retention samples from bd inventory were evaluated by visual examination and no issue was observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode oil gel globules. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.